Event description:
The customer contacted heartsine to report that the green tag of their pad-pak had come off. In this state, the customer may not be able to remove the electrodes and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.